Event description:
It was reported that the customer was getting a no delivery alarm and his blood glucose was over 500mg/dl. The customer was in the eye doctor's office with his daughter when his glucose level went high. Contacted the customer and he stated that his blood glucose was 558mg/dl and was getting a no delivery alarm. Advised the customer that the paramedics were called and confirmed that they arrived to the scene to help him. Later, the customer called back and mentioned that he was experiencing high blood glucose since the day before and was getting a no delivery alarm. He stated that the infusion set was changed three times, and his glucose level was still high. Troubleshooting was performed, and the drive support cap appears to be normal. Instructed the customer to run a manual prime and the insulin did exit. The time and date were incorrect. Assisted the caller with correcting them. The high pressure test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.